Event description:
Noise was observed on the lead. Isometrics were performed, but noise was not reproducible. It was also noted that the patient received inappropriate hv therapies. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes, the lead was fractured.